Manufacturer narrative:
Model number: 72404127, lot number: 936067014, model description: control pump fgs iz. Model number: 72400024, lot number: 899053011, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 5.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.